Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a fissure appeared at the hub of introducer needle when connecting to ars, which resulted in air leakage.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and ars syringe for evaluation. Visual examination revealed multiple cracks in the needle hub. The returned introducer needle was attached to the returned ars syringe filled with water. When the syringe plunger was depressed, water exited the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed with no relevant findings. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks and leaked during functional testing. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports: a fissure appeared at the hub of introducer needle when connecting to ars, which resulted in air leakage.